Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer had manual injections as alternate insulin therapy,